Event description:
It was reported that there were frequent obstruction alarms. There was patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed. The customer's stated problem was not confirmed through testing but was found in the event history log. The pump's occlusion pressure was measuring properly. The pump was preventatively recalibrated to address the issue.